Event description:
While manually resuscitating a patient, the peep valve did not allow the patient to exhale. The resuscitator bag was replaced with another bag which successfully ventilated the patient. There was no patient harm or injury reported.